Manufacturer narrative:
Complaint not confirmed, the devices were not returned and pictures provided did not show any abnormalities with the device. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that a patient underwent a revision of a reverse shoulder on (B)(6) 2021 at (B)(6) orthopedic institute. The revision was necessary as the baseplate did not fixated to the glenoid and was floating in the joint space. No infection was present. On (B)(6) 2021 the surgeon was able to replaced the components with a universe reverse stem and ca head and adaptor. Surgeon noted the original implant was anteverted and commented on the peripheral screw length being too short. The explanted device(s) will not be returned. The date of the primary procedure was (B)(6) 2020.